Event description:
Had laparoscopic cholecystectomy, converted to open cholecystectomy, with common bile duct exploration, with choledochoduodenostomy, in 2000. At close of procedure, inserted two jackson pratt drains, 10 french. First drain removal attempted. (Removed one drain at a time.) Needed to apply traction to remove. Drain broke in half as md attempted removal. Larger part of drain remained inside of pt. Pt had been restarted on anti-coagulation, so had to wait to remove retained part of drain. Removed successfully by laparoscopy.